Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. Customer's blood glucose (bg) was displayed as "high"; although specific value was not provided. Customer administered a correction bolus via the pump to address the bg. Customer to call back with any further issues.